Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed no high voltage output and failure to capture on the patient's implantable cardioverter defibrillator due to inappropriate interpretation of signal. There were also episodes recorded due to under-sensing on the ICD. The patient passed away during the event.